Manufacturer narrative:
Additional information: the lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was noted during delivery of the device and moderate resistance was felt. The device was not bent and re-straightened during use. The stent passed completely through the hemostatic valve. The device detachment occurred at the tip of the device after it was removed from the patient. The stent and detached portion was completely removed through the guiding catheter and damage was noted at the tip of the stent. Resistance was not noted during removal of the device and excessive force was not used. Annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, an attempt was made to use one onyx trucor to treat a moderately tortuous, mildly calcified lesion with 80% stenosis located in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that the device or component detached, cracked, or fractured. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The patient is alive with no injury.